Event description:
It was reported via repair work order that the bed had no power due to the power cord being disconnected from the bedside. It was further reported that the auxiliary power cord ground pin was missing. . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.